Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was found that the patient circuit (cr) board was faulty resulting in device screen blackout and start-up failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A faulty printed circuit board caused the screen to black out and a start up failure. The investigation is ongoing and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported, there was a long beep sound during startup of the loaner high flow insufflation unit. The failure was noted prior to use. During the inspection and testing of the returned device, the screen blacked out. There was no patient or procedure involved in this event.